Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a low battery alarm in the alarm history. The customer's blood glucose was 4.4 mmol/l at the time of incident. The customer stated that they have been changing the battery every week. The customer stated that they were using the recommended battery. The customer stated that the insulin pump was dropped. The customer was advised that a battery cap will be sent and call back if the issue would recur. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected low battery alarm noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a crack near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.